Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely due to oversensing of myopotentials. Programming changes were made. No further alerts came in regarding this issue after the changes have been made. No patient consequences were reported.